Event description:
It was reported that the right ventricular (rv) lead was found fractured based on the exhibited high out-of-range pacing impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.